Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for call was patient reported that they were unable to turn off the stimulation. Patient stated that it keeps zapping them when they move or roll over. Agent walked patient through turning off the stimulation and patient was able to turn off the stimulation. Agent reviewed the information and redirected the patient to healthcare provider (hcp) if the issue persists.

Event description:
Additional information was received from the patient. They reported that the circumstances leading to the implantable neurostimulator (ins) delivering ¿zapping¿ sensations and being unable to turn therapy off were due to the remote being lost, which was needed to control stimulation. They stated the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.